Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient became unresponsive and paramedics were called by a family member when they could not make contact with the patient. Paramedics arrived and tested the bg which was 31 mg/dl although the cgm was reading 66 mg/dl. The patient was treated with IV glucose and was not taken to the hospital. She was in stable condition when the paramedics left. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.